Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. The controller passed visual examination and functional testing; the analyzed device performed per specification under testing conditions and was unable to duplicate the reported event at bench level. The reported event could not be confirmed as the available log files do not cover the reported event date. However, log files did reveal premature power switching events. Applicable risk documentation and experience with events of similar circumstances were considered; events with controllers involving "power switching" are most often attributed to a communication error between the controller and batteries. The most likely root cause is a communication error between the battery and the controller. Heartware has initiated an internal investigation to further investigate this issue. There are no known clinical or user related factors that could have contributed to this event. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by medical staff that a patient has a controller that changes from one power port to the other power port before the batteries are down to 25% capacity. The controller was exchanged and there were no reported consequences or impact to the patient. No additional information was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.